Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No irregularities were found during the device history record review. The product evaluation visual inspection revealed that there were random rust spots found on the handles. The coated trigger had one long rust stain on the side, and the release button works okay. The persuader corresponds to the drawings and processes at the time of manufacture. This complaint is deemed invalid from a manufacturing standpoint.

Event description:
It is reported that while checking the matrix and found the persuader appears rusted. The release button gets stuck. There was no patient involvement. This is report 1 of 1 for complaint (B)(4).